Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the patient's yearly check up, an end of service (eos) message was displayed on the clinician programmer. The implantable neurostimulator (ins) battery voltage was at 2.72v. No elective replacement indicator (eri) message was displayed on the patient programmer. The patient did not experience any symptoms. The cause of the eos being displayed was not determined. The ins was programmed to 1-, 2-, 3+ at 4.5v, 120 usec, and 160 hz. Impedances were measured to be within normal limits. A revision surgery to replace the ins was scheduled, but the date was unknown. The issue was not resolved as the patient was waiting for the ins to be replaced. No further patient complications were anticipated.